Event description:
It was reported that during an intracranial procedure, the physician was unable to cross the lesion. Upon removal of the delivery device, it was noted that the stent had dislodged. The stent was located in the patient and remains there. Patient status is listed as "okay".